Manufacturer narrative:
(B)(4). The field service representative (fsr) verified the reported issue. The fsr removed the pumps from the base and checked for arching on the chassis, none was found. The fsr observed the wiring was still in the terminal strip but loose. The fsr installed a new power cord and strain relief, checked the operation and leakage current. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusionist (ccp) stepped on the power cord to the perfusion system. The ccp saw a spark and now the unit will not turn on. The ccp checked the breaker and it's was fine. As a result, an alternate device was employed and the suspect was removed from service. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.